Event description:
The following was reported by davol by the pt's attorney: (B)(6) 2006 - a bard kugel hernia patch was used to repair the pt's hernia defect. On (B)(6) 2010 - the pt underwent surgery to explant the patch. Attorney alleges disability, pain, recurrent hernia, additional surgical intervention, defective mesh, broken ring, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and the request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney alleged the ring was found to be broken and the mesh and ring were explanted; however, at this time no medical records have been provided, nor has a sample been returned for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a f/u MDR will be submitted.